Manufacturer narrative:
The system was used for treatment. A review of kit lot d309 was performed. There were no nonconformances related to this complaint. This lot met release requirements. The uvadex lot number was not provided, as uvadex was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, drive tube leak/break and alarm #7: blood leak? (Centrifuge chamber). No trends were identified. A corrective and preventive action was initiated for complaint category, drive tube leak/break. Service order, srv-2451, was completed. Service technician cleaned the instrument and took off sides, back, and door to clean residue. All components were cleaned. The leak detector strip was replaced and the hematocrit sensor and recirculation pump were calibrated. System checkout was performed; no further action was necessary. The assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Not returned.

Event description:
Customer called to report alarm #7: blood leak? (Centrifuge chamber). Customer stated the origin of the leak appeared to be where the drive tube was held into place by sensorized drive tube clamp. The leak occurred at 1,079 ml whole blood processed. Customer estimates volume of blood spill was approximately 20ml. Customer reported the treatment was aborted and the patient will receive a blood transfusion. Service was dispatched to clean the instrument. The customer stated she will return kit and smart card. Upon follow up on september 2, 2015, the customer reported that the kit and smart card were accidently discarded by the hospital staff and therefore could not be returned.